Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a total of seven onyx frontier drug eluting stents (des) were implanted. Two prevail drug coated balloons (dcb) and three launcher guide catheters were also used during the index procedure. Lesions treated during the index procedure included the the 1st diagonal artery, the left main coronary artery (lcma), the proximal left anterior descending artery(lad), proximal circumflex (cx), mid and proximal right coronary artery (rca). A bare metal stent was implanted in the lad. The lcma was treated with angioplasty. Approximately 16 months post the index procedure the patient suffered from a myocardial infarction (mi). The patient collapsed at home with cardiac arrest. Ventricular fibrillation was seen on the electrocardiogram (ECG). Initially there was asystole. The patient had 14 shocks. 10mg of adrenaline and 450mg of amiodarone was administered. The patient was in asystole on arrival in the emergency department. The patient died. The mi was classified as a type one spontaneous mi. The location of the mi was unknown. The death was classified as a sudden cardiac death. The patient was not taking dual antiplatelet therapy within 24 hours prior to the event. The sites commented that it was possible to be a stent thrombosis related event with the cardiac arrest.

Manufacturer narrative:
Additional information: no angiogram was performed. As per physician, the mi was possibly related to the onyx frontier stents implanted during the index procedure. As per the physician, the cause of death was myocardial infarction and ischemic heart disease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received: during the index procedure, a prevail 3.0 × 20 mm balloon was used in the distal rca/plv at 8 atm for 60 seconds, followed by deployment of an onyx frontier 3.5 × 34 mm stent in the distal rca into the pda at 10 atm for 22 seconds, an onyx frontier 4.0 × 30 mm stent in the ostial rca at 12 atm for 24 seconds and again at 12 atm for 20 seconds, and a prevail deb 3.0 × 30 mm in the ostial to mid left circumflex at 8 atm for 40 seconds and 20 seconds; subsequently, an onyx frontier 3.0 × 15 mm stent was deployed in the proximal diagonal at 12 atm for 12 seconds, an onyx frontier 3.0 × 12 mm stent was implanted in the ostium of the diagonal at 12 atm for 10 seconds and 16 atm for 10 seconds, an onyx frontier 5.0 × 15 mm stent was implanted from the lms into the lad at 10 atm for 10 seconds, an onyx frontier 3.5 × 26 mm stent was deployed in the ostial lad at 10 atm for 8 seconds, and finally, an onyx frontier 4.0 × 15 mm stent was deployed from the lms into the ostial lad at 16 atm for 12 seconds. Device lot number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.